Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant surgery. During the procedure, the lead was seen to have a fracture. The lead was not used and replaced. The patient was stable.